Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle(efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
This is filed to report the clip opening while locked requiring intervention. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. An xtw clip was placed at a2/p2. Immediately post deployment the clip opened. An additional clip was implanted to stabilize the opened clip and further reduce the mr. The procedure was complete with a final mr grade of 2. There was no clinically significant delay in the procedure and no adverse patient effects.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify a lot-specific product issue. Based on available information and without the device to analyze, a cause for the reported unintended movement (clip opening while locked) could not be determined. The reported unexpected medical intervention was the result of case-specific circumstances. The provided image and videos were reviewed by a clinical r&d engineer. The reviewer stated, ¿one (1) fluoroscopic still image was provided of the reported device. In the image, the clip is fully deployed and the cds is retracted within the sgc. The clip arms appear to be at an angle of ~60°. While this is an estimation based on visual assessment with the naked eye, it is apparent the clip is opened to a larger degree beyond the fully closed position (~10°) per the instructions for use. No pre-deployment cine of the reported clip was provided; as such, no assessment or comment regarding the pre-deployment state of the clip (clip arm angle prior to dc detachment), when and/or by how much the clip opened, can be made.¿ the device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).